Manufacturer narrative:
After investigation, no damages, tears or leaks were found in the fluid path that would result in fluid leaking from the device. Inspection of the cannula assembly found that the exposed portion of the soft cannula was kinked and stretched. No problems were seen with fluid passing freely through the fluid path. It could not be determined when this damage occurred, and it could not be conclusively determined if this affected the device¿s ability to deliver insulin. This is mitigated by extensive in-line and final product quality testing. All pod complaint rates are monitored, trended and escalated based on insulet corporation procedural requirements. No further action or investigation is warranted at this time. Lot release records were reviewed and the product lot met all acceptance criteria.

Event description:
The customer advised that the pod was found insulin leaking when it was worn on the abdomen area. It was reported that the patient's blood glucose levels reached 441 mg/dl while wearing the pod between 24 and 36 hours.